Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues between the insulin pump and the sensor. Customer stated he developed a rash on the stomach on the first week he wore the sensor. Customer also received a lost sensor alarm and acquired skin infection the same day. Customer's blood glucose was 200 mg/dl on date of issue and had the skin infection for a month. Customer's blood glucose at time of call was 121 mg/dl. Health care professional advised the customer to keep the insulin pump close to the body, gave him IV-3000, and told him to use the sandwich method. No further information provided.